Event description:
It was reported that pump experienced malfunction alarm with code malf 12, with no notable events occurring before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction code appeared again, which customer acknowledged and understood.